Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be communicated with during pre-implant testing. Ipg was returned to cpi for analysis.